Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Concomitant med products: dlt ts cer hd 12/14 40mm +12 hip femoral head; altrx +4 neut 40idx56od hip acetabular liner; pinn multihole w/gription 56mm hip acetabular cup; unknown hip femoral stem; pinn can bone screw 6.5mmx30mm hip acetabular cup screw; pinn can bone screw 6.5mmx15mm hip acetabular cup screws x 2. (B)(4).

Event description:
Acetabular revision due to boneless and lack of cup in growth. Patient consequence?: unknown.